Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrode was pulled from the strain relief, damaging the cable's wires. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6) female pt called zoll customer support to report that the pt's electrode belt cable was damaged. The pt was issued a replacement electrode belt.